Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the hospital due to inappropriate shock therapies delivered by the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. A follow up with the patient¿s healthcare provider yielded that the patient was noncompliant with office appointments and as far as they know the device and lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.